Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device discarded.

Event description:
It was reported that metal shavings coming off the 5.0 3-in-1 shaver blades. The event occurred during surgery. There was no reported patient harm, including no retained foreign bodies, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.